Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  This complaint is for a report of an use error, reuse of single-use product during fill four where the home patient switched bags while connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that home patient (hp) had switched the bags. The technical service representative (tsr) determined that when the heater bag became empty the hp replaced it with a bag with solution in it. The tsr advised the hp to never disconnect a bag during therapy. The tsr assisted the hp to end therapy and advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.